Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues left foot drop peroneal nerve injury, limited ability, walk and stand. No change in conditions with treatment or time. Now permanent and impairing work and daily activity. Device history record was reviewed and no discrepancies relevant to the reported event were found. No change to root cause from previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) 'as a result of the previous surgery, patient developed a problem with her left foot that was diagnosed as a left deep peroneal nerve injury causing her foot to drop and seriously limiting her ability to walk and stand.' No change in condition with treatment or passing of time. Now permanent and impaired work and daily activities part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02415, 0001825034 - 2021 - 02416, 0001825034 - 2021 - 02417.

Event description:
It was reported a patient had a left hip revision. Per legal allegations, as a result of the surgery, patient developed a problem with her left foot that was diagnosed as a left deep peroneal nerve injury causing her foot to drop and seriously limiting her ability to walk and stand. No further intervention or medical records have been provided. Attempts have been made and additional information on the reported event is unavailable at this time.